Event description:
MRI coil, 800239. "Two patients received mild small rf burn to right thumb and bruise under left thumb with same coil. Burn was small blister, smaller than the diameter of a pea." Site started padding patients hands on later scans and has stated they did approx. 90 scans without incident afterwards.

Manufacturer narrative:
To date, analysis of incident and points to MRI application error where a loop was formed with patient body leading to small rf burn. Ninety subsequent scans with padding with no other incidents supports this. Coil is being tested additionally by manf.